Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient with respiratory distress. There was no additional patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Customer has not provided, cartridge lot, or patient information as requested. The investigation on hold at this time unless cartridge lot information is obtained.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 05/10/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for ec8+ lot k18312.